Manufacturer narrative:
(B)(4). Results: failure to deliver the stent and stent deformation. Lesion morphology ¿ lesion was calcified and tortuous with 90% stenosis. Deformation problem. Conclusion: failure to deliver the stent and stent deformation. Lesion morphology - lesion was calcified and tortuous with 90% stenosis.

Event description:
It is reported that the physician was using an endeavor resolute drug eluting stent to treat a lesion in the lad. The device was inspected prior to use with no issues noted. The lesion was calcified and tortuous with 90% stenosis. The device was unable to cross the lesion. Another device was used to complete the procedure. There was no patient clinical sequelae reported. Device evaluation: the hypotube was kinked in a number of areas distal to the strain relief. The 18th and 19th distal segments of the stent were raised, stretched and overlapping. The stent was positioned correctly on the balloon between the marker bands. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).